Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked the patient was admitted to the hospital for carotid bifurcation segment aneurysm, nearly a walk for cerebral angiography, and a 20g indwelling needle was placed in the patient by a nurse in the ward before the operation, and the puncture was successful, and the process of placing the tube was smooth, and the micro-end of the needle continued to ooze blood after the pillow core was withdrawn slowly, and the amount of blood was more than 10 ml

Manufacturer narrative:
1. The customer did not return the sample, but returned a photo, which showed a large amount of blood, and the tail of the product had obvious blood at the location of the isolation plug. The picture can be analyzed that there was leakage at the location of the isolation plug, but the root cause cannot be analyzed from the picture. 2. Production record check (lot#4052079) : 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in r240 packaging line and cfs packaging line in april 2024, with a work order quantity of (B)(4); 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products. The returned photos showed leakage at the isolation plug. In response to this defect, the factory has initiated CAPA to trace and investigate its root cause.

Event description:
Customer confirmed that the location of the leak was the septum of the device.